Event description:
Malfunction of the olympus machine which used cidex opa for high level disinfection. Customer explained that circuit boards had been replaced, the temperature setings were not reset to the correct parameters for processing with cidex opa. Approx 43 pts were exposed to scopes that were not processed according to asp's recommendations for high-level disinfection with cidex opa. As of 9/05 infection control practitioner verified that they had not received any reports of infection associated with this incident. Infection control practitioner also stated numerous inservices have been given to their healthcare workers to ensure they know how to correctly use their processing devices with cidex opa to obtain high level disinfection.